Event description:
The customer reported obtaining erroneous differential results for two samples from a single patient over two days involving a unicel dxh 800 coulter cellular analysis system. The customer indicated that the results did not match results obtained from a manual differential review. This report is for the event which occurred on (B)(6) 2013. Please see medwatch #1061932-2013-00387 for the report of the event which occurred on (B)(6) 2013. The sample was run twice for verification of complete blood count (cbc)results and erroneous results were released out of the laboratory. The physician questioned the differential results and the sample was run a third time, generating variant lymphocyte and lymphocyte blast flags. The customer performed a manual differential review based on the patient's clinical history and considered differential results from the third run to be correct. Data review of provided instrument printouts indicates that the sample recovered lower lymphocyte percentage (ly%) and higher neutrophil percentage (ne%) without differential specific suspect messages on initial run. Beckman coulter field service engineer (fse) was dispatched but could not duplicate the reported problem. The fse completed a preventative maintenance (pm) which was due, adjusted the gain/phase for latron and also performed optical alignment to lower the coefficient of variations (%cv) for latron but no issues were found. Raw data analysis was performed and indicated that the sample provided has 74% blasts according to the manual reference. The algorithm set blast and variant lymph flags for the run which was dated (B)(6) 2013 at 10:59:27, where most events were classified as lymphocytes and a more elongated pattern is seen. No suspect flags were set for the other three runs (please see medwatch #1061932-2013-00387 for the one run on (B)(6) 2013) because of better separation of other events from the lymphocyte population.

Manufacturer narrative:
Method: raw data analysis.